Event description:
It was reported that a peritoneal dialysis (pd) patient acquired peritonitis and subsequently passed away. The cause of death was reported to be septic shock and peritonitis. The cause of the peritonitis event was not reported. It was not reported if the patient was hospitalized. The patient was treated with vancomycin, ciprofloxacin, vfend, and amikacin (doses, routes and frequencies not reported) for peritonitis. Treatment for the septic shock was not reported. It was not reported if pd therapy was ongoing until the time of death. No additional information is available. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). This report is for an unknown baxter transfer set. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.